Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number a5dr01 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review: power on reset parameters: device experienced an "avdd dvdd 1354 self supply" por on (B)(4) 2012. Device explanted on (B)(4) 2012. Battery depletion indicated/eri: device eri data stated as (B)(4) 2012, rrt (B)(4) 2012. Weekly battery voltage data for this period unavailable, presumably due to por on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number a5dr01 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review: power on reset parameters: device experienced an "avdd dvdd 1354 self supply" por on (B)(6) 2012. Device explanted on (B)(6) 2012. Battery depletion indicated/eri: device eri data stated as (B)(6) 2012, rrt (B)(6) 2012. Weekly battery voltage data for this period unavailable, presumably due to por on (B)(6) 2012. The device was returned and analyzed. The exact cause of the low telemetered battery voltage could not be determined. The condition disappeared during analysis.

Event description:
It was reported that the device battery voltage was 1.73 at interrogation and the mode was switched. It was also reported that a power on reset occurred on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.